Manufacturer narrative:
(B)(4). UDI # n/a. Foreign country: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that patient had an initial reverse total shoulder arthroplasty. Subsequently patient was revised due to humeral tray fracture. Patient was reported to have had a fall which may have contributed to the fracture. No additional patient consequences were reported.

Event description:
It has been reported that patient had an initial reverse total shoulder arthroplasty. Subsequently, patient was revised due to humeral tray fracture. Patient was reported to have had a fall which may have contributed to the fracture. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of review x-rays. As per x-ray review humeral tray fractured and the taper remained in the stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.